Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and, therefore, this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The battery was replaced to resolve the reported issue.

Event description:
The hospital reported a system malfunction error causing a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.